Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (mr) with a grade of 3. A triclip xtw was inserted, and grasping was performed. However, difficulties grasping the leaflets occurred. After multiple attempts to grasp the leaflets, it was observed that one of the grippers was not functioning as intended. Troubleshooting was performed but was not successful. Therefore, the clip was removed and replaced. While outside the patient, the clip was examined, and it was observed that the gripper line was no longer attached to the gripper. Another triclip xtw was inserted, and grasping was performed. However, the mr was unable to be reduced. Therefore, the clip was removed from the patient. It was noted that leaflet quality was not good. The procedure was discontinued. The tr had increased to a grade of 3-4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
All information was investigated, and the returned device analysis confirmed the reported single gripper actuation issue and gripper line break. The reported positioning failure ¿ leaflet grasping ¿ clip not implanted could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and the reported gripper line break resulting in a single gripper actuation issue appears to be related to the procedural conditions associated with several leaflet grasps as it was reported by the account that the gripper line was noted to be broken after several successful grasps and several grasp attempts. Positioning failure associated with leaflet grasping appears to be related to patient conditions (leaflet tissue quality). Unspecified tissue injury resulting in tricuspid valve insufficiency/regurgitation appear to be related to patient conditions and due to tissue quality and several grasping attempts. Tissue damage/injury and tricuspid regurgitation are known possible complications associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.